Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump had a blank display. While troubleshooting for battery alarms, the customer removed the battery, inserted another one, and the screen was still blank. The battery cap was damaged. The customer was advised to revert to a backup plan until the replacement battery cap arrived. The insulin pump alarmed battery out limit and failed battery test. Customer's blood glucose level was 301 mg/dl. The device was not returned.